Event description:
Philips received a complaint on the tele mx40, 1.4 ghz, ECG and sp02 indicating that the ECG arrhythmia alarms are not alarming. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Additional information was requested, a response was received which indicated only mx40 arrythmia alarms are affected. However, the customer reported it is unknown if there was a failure to alarm for the arrythmia or if the device alarmed for the arrythmia, but the alarm was not audible. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The customer biomed indicated that the issue was discovered during the time of inspection so there were no patient strips or device logs to be evaluated. The issue cannot be further investigated. The report is not confirmed, and the cause of the issue is unknown. Although the speaker was confirmed to be functioning per specification during device testing, the speaker has been replaced per current process. The device was operational after repairs were completed and the device was returned to the customer. If additional information is received the complaint file will be reopened.